Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00585002012, articular surface with segmental hinge post, lot # 63544508, 00585004201, distal femoral xt component, lot # 63876621, 00585001296, poly insert, lot # 63751247. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00241, 0001822565 - 2020 - 00242, 0001822565 - 2020 - 00244.

Event description:
It was reported that approximately 18 months post implantation, the patient experienced a fall and suffered pain and instability. Upon x-ray imaging, it was identified that the yoke had fractured. Subsequently, the patient was revised and all fractured components were exchanged. During the revision, there was fluid noted in the knee joint and damage noted to the poly bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.